Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was admitted for medical intervention due to visible pocket erosion. Blood culture were taken and showed no infection and associated leads were vegetation free. Intravenous antibiotics were administered per protocol and a new pacemaker implanted. The patient was reported stable and no return of product is expected.